Manufacturer narrative:
The product was not returned. An attached photo shows the lens positioned incorrectly posterior side up in the lens case. Solution appears to be dried on the lens. One haptic is broken in the distal area (broken haptic portion not shown in the photo). All product and batch history records are quality reviewed prior to product release. Associated products were not provided. It is unknown if qualified products were used. The company lens is only qualified for use in the company (a) and (b) cartridges. Based on our observation of the attached photo, lens damage was observed. Solution appears to be on the lens. The lens being posterior side up in the case instead of anterior and the presence of what appears to be solution on the lens, are typical signs of product handling. However, we cannot confirm without evaluation of the physical sample. A final root cause cannot be determined based on available information. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. Not enough information was provided to determine if qualified associated products were used. The company lens is only qualified for use in the company (a) and (b) cartridges. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Follow up attempts were made. No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported with a description of lens was damaged. Additional information was requested, but no further information is available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).